Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was apparent explant damage and visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression, there was apparent explant damage and visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
An implantable cardiac defibrillator system was returned to the manufacturer with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately six months after device replacement and lead implant. The cause of death has been requested but not received.